Manufacturer narrative:
Physio-control has determined that the likely cause of the reported issue was due to a field programmable gate array component (¿fpga¿) on the system pcb assembly. Timing issues in the fpga firmware may intermittently prevent a required system reboot following a defibrillator shock which results in the lockup issue. During the evaluation, the device lockup condition occurred once in every 800 to 1200 defibrillator discharge cycles. New fpga firmware has been created to resolve the timing issues that were identified. Validation testing of the new fpga firmware has confirmed that the updated firmware is effective in correcting intermittent device lockup issue following a defibrillator shock has been corrected.

Event description:
The customer reported that during a cardiac arrest event, while delivering a defibrillation shock, there were reportedly sparks between the defibrillation electrode and the patient. The customer also indicated the following the shock delivery, the device screen blanked out. There was no additional detail made available on the device functionality when the display had reportedly blanked out and it is unknown if the device had lost power or if the device remained functional. The customer did indicate that during this same event, prior to the use of their lifepak 15 device, the first responding unit had their device (a lifepak 1000 defibrillator) connected to the patient, which did successfully deliver multiple defibrillation shocks to the patient. When the customer arrived on scene, the transfer was made to the customer's device. During this transfer, the defibrillation electrodes were changed out due to the original set no longer experiencing a solid connection to the patient as a result of ongoing CPR compressions. The reported sparks occurred with the second set of defibrillation electrodes, but did not appear to be related to the reported screen blanking event. The device display blanking following the shock may have been the device no longer appearing functional; however there was no additional information provided to physio-control on the reported event and this event could not be further investigated. The outcome of the patient was also not reported. The patient identifier was provided as: 2017-00010912.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and was unable to duplicate the reported issue.  Proper device operation was observed through functional and performance testing and the device will be returned to the customer for use.  The cause of the reported issue could not be determined.

Event description:
The customer reported that during a cardiac arrest event, while delivering a defibrillation shock, there were reportedly sparks between the defibrillation electrode and the patient.  The customer also indicated the following the shock delivery, the device screen blanked out.  There was no additional detail made available on the device functionality when the display had reportedly blanked out and it is unknown if the device had lost power or if the device remained functional. The customer did indicate that during this same event, prior to the use of their lifepak 15 device, the first responding unit had their device (a lifepak 1000 defibrillator) connected to the patient, which did successfully deliver multiple defibrillation shocks to the patient.  When the customer arrived on scene, the transfer was made to the customer's device.  During this transfer, the defibrillation electrodes were changed out due to the original set no longer experiencing a solid connection to the patient as a result of ongoing CPR compressions.  The reported sparks occurred with the second set of defibrillation electrodes, but did not appear to be related to the reported screen blanking event.  The device display blanking following the shock may have been the device no longer appearing functional; however there was no additional information provided to physio-control on the reported event and this event could not be further investigated.  The outcome of the patient was also not reported. (B)(6).

Manufacturer narrative:
(B)(4). Physio-control has performed a clinical evaluation of the reported event and determined that the device use may have contributed to the death of the patient.

Manufacturer narrative:
The initial medwatch report (device manufacture date) indicates: january 03, 2014. The initial medwatch report (device manufacture date) should indicate: january 02, 2014.

Manufacturer narrative:
The initial medwatch report indicates: physio-control evaluated the device and was unable to duplicate the reported issue. Proper device operation was observed through functional and performance testing and the device will be returned to the customer for use. The cause of the reported issue could not be determined. The initial medwatch report should have indicated: physio-control evaluated the device and was unable to duplicate the reported issue. Through an evaluation of the electronic device records, the reported lockup issue was verified to have occurred. As a precaution, the system pcb assembly was replaced and proper device operation was observed through functional and performance testing. The device will be returned to the customer for use. The cause of the reported issue could not be determined.